Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. UDI: (B)(4).

Event description:
It was reported that prior to an unspecified surgical procedure, it was observed that the small battery drive device had an unspecified malfunction. It was further reported that the device would not turn on even when multiple batteries were tried. During an in-house engineering evaluation, it was determined that the device moving parts did not move smoothly - trigger, corrosion/rusting/pitting, foreign substance/debris/cleaning/sterilization, corroded bearing and failed pre-test for check for sticky triggers. This event did not occur during surgery. It was reported that there were no surgical delays and a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.